Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Prior to the hospitalization, it was stated that the customer changed the infusion set due to high blood glucose levels. Troubleshooting was performed and a leak was found in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.